Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out due to water leakage after inserted to the patient.

Event description:
It was reported that the foley catheter fell out due to water leakage after inserted to the patient.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. Photo samples were submitted, however, no signs of leakage could be seen from the photos. The 3 way foley catheter was returned without the original packaging. The catheter was visually inspected and no holes were noted in the balloon or shaft. The 50cc di water was injected through the inflation funnel using a luer lock syringe; the balloon was noted to inflate concentrically without issues and no leaks were noted. The catheter was left undisturbed for five minutes and still no signs of leakage were present. The balloon was successfully deflated without issues. The catheter met specifications as it would pass functional leak testing. The device history record review and labeling review was not required as the reported event was unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.